Event description:
Applier jammed locked in semi open position while applying clip to patient. No reported patient consequence.

Manufacturer narrative:
Device sample has not been returned to manufacturer at this time. DHR investigation did not show issues related to complaint. Complaint can not be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.